Event description:
The patient experienced pain and swelling at the neurostimulator pocket and lead incision sites along the spine. A revision procedure was performed and the fluid from both sites was being tested for a possible infection. The physician recommended that the patient obtain an ergonomic assessment from her employer as the patient sits for 10 hours a day which results in pressure to both the pocket and lead incision sites. Additional information was requested.

Manufacturer narrative:
(B)(4).